Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The patient will be monitored with routine follow-ups.